Manufacturer narrative:
The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and cracked belt clipslot. No belt clip assy received with pump. Unable to verify belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there are about 15 scratches on the screen and it is hard to see the numbers. The customer stated that the pump could have been in her side pocket and something might have scratched it or in her pajama pants. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.